Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this patient received an inappropriate shock due to noise that was oversensed. The device was programmed to primary vector and the presenting rhythm showed noise with movement. Alternate and secondary vectors showed low amplitude measurements. The device was programmed off as the integrity of the electrode was suspected to be compromised. X-rays did not confirm a fracture or a device to electrode connection issue. There appeared to be no slack in the electrode coming from the sternum towards the pocket and an accentuated bend near the proximal end. A revision procedure was performed, and the electrode was explanted. The physician elected to also replace this device as the root cause of the reported clinical observations could not be confirmed. No additional adverse patient effects were reported.

Event description:
It was reported that this patient received an inappropriate shock due to noise that was oversensed. The device was programmed to primary vector and the presenting rhythm showed noise with movement. Alternate and secondary vectors showed low amplitude measurements. The device was programmed off as the integrity of the electrode was suspected to be compromised. X-rays did not confirm a fracture or a device to electrode connection issue. There appeared to be no slack in the electrode coming from the sternum towards the pocket and an accentuated bend near the proximal end. A revision procedure was performed, and the electrode was explanted. The physician elected to also replace this device as the root cause of the reported clinical observations could not be confirmed. No additional adverse patient effects were reported.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.